Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the lesion was crossed with this device and inflation was tried, but balloon rupture has occurred at a nominal pressure. The procedure was completed with a different device. No complications reported and there was no patient injury.